Event description:
It was reported to vyaire medical that the vela ventilator has high volumes. It was also confirmed by the customer through email response that no cal data was present. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(6). Customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.